Manufacturer narrative:
Prior to and after the event, ise qc results were within the lab's established ranges. A field service engineer (fse) was dispatched and rebuilt the ise ratio pump. As of (B)(4) 2010, there were no more calls to the bci hotline for ise problems.

Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining erroneously high sodium (na) and chloride (cl) results that were generated by the synchron lxi 725 clinical system. No erroneous results were reported outside the laboratory. Samples were repeated on an alternate instrument, which produced lower results and were reported out of the lab. There was no affect to patient treatment.